Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Troubleshooting with tandem technical support, was performed. The customer stated a different wall adapter is able to charge the pump. There was no reported impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer.